Event description:
The home healthcare co reported, "vent circuit came disconnected from pt and there was no alarm". Pt was also attached to EKG monitor and oximeter through central hosp monitoring system. X-ray technician entered room and allegedly found pt cyanotic, with trach tube partially dislodged. Allegedly, neither the ltv, external oximeter or EKG alarmed. Tech called a code. Pt was resuscitated and transferred to ICU. ECG showed no brain activity. Decision for no further coding. Pt later had cardiac arrest, was not coded and died".